Event description:
Date of event: 18-dec-2024. Date of report: (B)(6)2024. It was reported by the clinical diabetes specialist ("cds") that the user was admitted to the hospital on (B)(6)2024 with mild diabetic ketoacidosis (dka) following issues with an infusion set while using the ilet system. The end-user's mother reported that multiple infusion sets (convatec inset 23") were attempted to lower blood glucose (bg) levels. No visible damage or leakage was noted in the infusion sets; however, bg levels remained elevated and could not be controlled by the device. The end-user was brought to the emergency room (ER) and later admitted to the pediatric intensive care unit (picu). Bg levels reportedly exceeded 400 mg/dl ("high") and remained elevated for several hours, with alerts triggered for levels above 180 mg/dl for over 90 minutes. The end-user transitioned to manual insulin injections while hospitalized, where treatment included insulin therapy, fluids, and observation. The end-user did not lose consciousness and experienced no other immediate health effects beyond mild dka and associated discomfort (e.g., nausea, fatigue). Following discharge on (B)(6)2024, the end-user resumed the ilet system. The mother of the teen end-user requested that a sample of the contactdetach infusion set was issued for trial to potentially improve glucose management since it has a steel cannula vs. Teflon of the inset. The end-user has since been discharged, and mild dka was resolved with no residual effects.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed. At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.